Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned without any impact on the overall process since the wedge joystick was broken. The philips remote service engineer (rse) analysed the system remotely and confirmed that the control module at the table was no longer responding. Analysis of system log file showed error related to malfunctioning of geo control module. Upon troubleshooting, rse found that the control module at table is defective. To resolve the issue, customer replaced the control module tilt flex ER. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned without any impact on the overall process since the wedge joystick was broken. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the control module did not respond. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.